Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the faulty touch screen was swapped out and that this action resolved the reported event.

Event description:
The customer reported a ventilator in which the touch screen would not calibrate. There was no patient involvement / harm.